Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
A customer reported that they were unable to acquire a 12 lead ECG on a stemi patient. The device was in use on a patient at the time the issue was discovered, however there was no adverse event to the patient or user.